Event description:
It was reported that the customer has received some no delivery alarms. Customer was unavailable at the time as he was at work. Attempt to contact the customer was made but he could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.